Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer's blood glucose was 401 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer stated that he had large air bubbles in the tubing. The customer stated that the insulin was not stored at room temperature. The insulin pump will not be returned for analysis.